Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to patient anatomy. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male with hypertension and hostile abdomen as well as a previous history of cecitis underwent aaa repair in 2007. The physician coil embolized the right internal iliac artery. The procedure proceeded as labeled but after the deployment, confirmatory angiography revealed an ipsilateral distal type I endoleak. The ipsilateral distal fixation site was reballooned and the endoleak was reduced. The endoleak persisted so the physician decided to observe the endoleak through follow-up and concluded the procedure. On twenty nined days later, CT confirmed that the endoleak had resolved at the time of discharge. Patient is fine.